Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (1g, every 3 days, intraperitoneal, discontinued on an unknown date), ceftazidime injection (2g, stat, intraperitoneal, discontinued on same day), heparin injection (500 iu, once daily, intraperitoneal, discontinued on an unknown date) for peritonitis. The following day the patient was treated with ceftazidime injection (1g, once daily, intraperitoneal, discontinued on an unknown date) for peritonitis. On an unknown date, the patient recovered from the peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.